Event description:
It was reported that the patient was revised because the liner fractured. The cup and head were revised as well. The ceramic liner was cracked and even fragmented into pieces.

Manufacturer narrative:
The catalog number and lot were not provided. The device was reported as an unknown cup. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.